Manufacturer narrative:
There is no allegation of skin or tissue erosion and no reports of infection. The patient reported the incision from the original implant had opened to allow a bit of the implanted lead to be exposed. The surgical facility did not allow release of the explanted components for evaluation by the firm. No diagnostic or lab testing has been made available to the firm for evaluation.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. On (B)(6) 2023 the patient informed a nalu representative that a portion of one implanted lead was beginning to be exposed at the location of the original incision site. On (B)(6) 2023 a surgical revision was performed to replace the implanted leads and close the incision. Per facility policy, no explanted components are available for return to nalu.